Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the uvc was leaking and was pulled.

Manufacturer narrative:
The product sample was not returned to the manufacturing site for review. Several attempts to gather information from the customer were made. To date a response has not been received. If additional pertinent information becomes available, the report will be updated. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). However without the sample, this cannot be confirmed. A device history record review could not be performed because a lot number was not received with the complaint. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Also under the special 510k#k130725, a design change was implemented to increase the length of the strain relief on the luer hub of the single lumen uvc catheters. This change is expected to reduce the stress and likelihood of kinking in...

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made to date, no additional information has been received. If additional pertinent information becomes available, the report will be updated.